Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. E224 is an error which is displayed when abnormality occurred on the communication between endoscope and processor. It is likely that e224 error occurred due to communication failure caused by cable failure. The final root cause of the cable failure was unable to be identified. The event can be prevented by following the instructions for use which state: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that the camera head does not take pictures and is very dark. The issue was found during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and it was found a faded rear cover, error e224 preventing the device from taking pictures due to a bad cable unit, and a tiny scratch on the charged coupled device (ccd) lenses which does not show on the image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.